Manufacturer narrative:
(B)(4). Information is unavailable; after multiple attempts the device was not returned for evaluation.the batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a lung nodule extraction procedure, the device was jammed. The surgeon cannot extract the device, so he had to open the patient and extract the device. Another like device was used to complete the procedure.